Manufacturer narrative:
Device explant date unknown. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 yrs postop the rtka, this (B)(6) y/o male patient returned to the operating room. The liner was replaced due to excessive scar tissue formation in the knee which caused tightness during ambulation. The patient was last known to be in stable condition following the event. The device is to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 4 yrs postop the rtka, this 63 y/o male patient returned to the or. The liner was replaced due to excessive scar tissue formation in the knee which caused tightness during ambulation. The patient was last known to be in stable condition following the event. The device is to be returned for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions. Section d9: device available for evaluation